Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device retained at user facility.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records, operative images and procedure planning form were provided and reviewed by internal medical director. The review indicates the reported event is confirmed. The cause was determined to be related to the off-label application of a 26mm diameter device, in a 16mm diameter aorta. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Corrected data: contact office corrected.

Event description:
It was reported that approximately 26 months post-implant of a bifurcated device and an infrarenal aortic extension, a proximal endoleak was identified. The physician chose to explant the devices and treat the patient with a dacron graft. It was reported that the patient tolerated the procedure well. At the time of the initial implant the patient's proximal neck diameter measured 16 mm. Use of the device in non- aneurysm aortic neck less than 18 mm in diameter is considered off-label per "indications for use". Additional information: a prior event (2031527-2012-00012) and intervention occurred with this patient (approximately 13 months post-implant) where infolding and occlusion of the infrarenal aortic extension was identified. An axillobifemoral bypass was performed to restore blood flow.